Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary, the device had no power. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the device had no power. The field service engineer found that the device would not power on. Upon inspection, the pyxibus cable was found to be damaged. The cable was replaced, and after the replacement, the device powered on successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary, the device had no power. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, manufacturer narrative. Correction: section d unique identifier (UDI). The report that the station is not turning on was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: the device would not turn on inspection observed the pyxibus cable was damaged; cable was replaced. Visual inspection of the pyxibus cable observed burn and cut/scrape markings along an area on the cable; a wire was exposed along the burn area testing confirmed an exposed wire along the cable the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the report that the station is not turning on was due to a thermal damaged pyxibus cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had no power. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. As per part investigation, it was determined that there was burn and cut area on pyxibus cable. There were no adverse events or injuries reported based on this event.